Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 110010262, item name g7 osseoti multihole 48mm c, lot # 66671517. G2: foreign: japan. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the liner could not be inserted correctly. The surgeon inserted the liner as usual and took an x-ray which determined that the liner dislodged so the surgeon reinserted it and the procedure was completed with the same liner. There is no further information available at the time of this report.